Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed from the right ventricular (rv) lead. It was noted the patient has some history of far field r-wave (ffrw) oversensing on episode review. The clinician was planning to bring the patient in to address the twos. The right atrial (ra) lead and rv lead remain in use. No patient complications have been reported as a result of this event.